Manufacturer narrative:
This is a final report. A root cause investigation was performed. It was determined that the problem came from the main pcba, which caused the power supply to fail. A closer examination under the microscope revealed a crack line on component c547. The cause can be traced to a weakness in the manufacturing process controls. The affected power supply was built into the surgical microscope. As a result, the power supply failed and consequently the surgical microscope had a total loss of function. CAPA-lis-md-22-001-re was initiated to address this issue. The defective power supply was replaced by a new one.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from japan stating that a provido had a loss of function during a surgical procedure. There was no patient injury.